Event description:
It was reported that during a laparoscopic lobectomy procedure, the device was used at the interlobar of the right upper lobe of the lung. A part of the staples were unformed at the second firing. Additional suture was performed. There were no adverse consequences to the pt.

Manufacturer narrative:
(B)(4). (B)(4). Information anticipated, but unavailable at this time.